Event description:
Pt receiving hemodialysis on the baxter 550 device. Ten minutes prior to the end of a four hour treatment, machine alarmed al03 followed by fl01 alarm. Spouse had to discontinue treatment and blood was successfully rinsed back to the pt. Programmed goal weight to be removed was 1.9 kg, but pt weight at the end of treatment was 1 pound under desired goal weight. Hp was asymptomatic of any adverse symptoms during treatment. Treatment performed 2 days later after device was serviced was completed without any problems to report. Spouse reported no medical intervention was necessary and no pt injury resulted from this event.